Event description:
On (B)(6) 2013, abbott point of care (apoc) distributor repair center was contacted by a customer who reported that analyzer sn (B)(4) had barcode scanner issues. The analyzer was returned for repair and during failure analysis a burnt tantalum capacitor (c4) was discovered. The analyzer was returned and had been operating with a green (non-fused) battery carrier. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).